Manufacturer narrative:
A full evaluation of the device could not be conducted because it was disposed of by the hospital. The serial number of the device was never reported. A correlation between the device and the reported event could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information received from the clinical consultant indicated that there were no further issues related to pump stoppage events following the system controller exchange.

Manufacturer narrative:
The serial number of the device was not provided, therefore the expiration date, approximate age of device, manufacture date and device unique identifier (UDI) are unknown.the device is not available for evaluation as it was out of warranty and was discarded at the hospital. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump stop on an unspecified date. The system controller was exchanged and no further issues were reported. The system controller serial number was not available. No additional information was provided.